Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the target lesion was located in the mid segment of saphenous vein graft to the right proximal descending artery and correct target lesion should have been located in the distal portion of saphenous vein graft to the right proximal descending artery.

Event description:
(B)(4) study: it was reported that post a coronary stenting treatment procedure, chest pain associated with shortness of breath occurred. In (B)(6) 2010, coronary angiography revealed de-novo lesion located in the mid segment of saphenous vein graft to the right proximal descending artery with 90% stenosis and was 5mm long with a reference vessel diameter of 2.50 mm. It was treated with pre-dilation and placement of a 2.50mm x 16mm taxus liberte stent. Following pre-dilation, residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2012, the patient presented with complained of chest pain associated with shortness of breath. EKG revealed sinus rhythm with diffuse non-specific chronic t- wave abnormalities. The subject was started on medications and was referred for a cardiac catheterization. On (B)(6) 2012, the subject presented for follow up catheterization with the diagnosis of progressive angina and was hospitalized the same day. The patient at that time of event was still on aspirin and prasugrel. Coronary angiography revealed 40% stenosis of saphenous vein graft, 20-30% mid stenosis in the right proximal descending artery and 95% stenosis of the proximal edge of the previously placed study stent. This was treated with the placement of 2.5 x 18 overlapping xience stent with filter-wire embolic protection with a residual stenosis of 0%. The next day, the event was considered resolved without residual effect and the patient was discharged on the same day on aspirin and effient.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).